Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Did the dual applicator that experienced the quality issue come from the 3-pack of tips sold separately (vstas1e) or from a vistaseal kit (vst04)? The damaged dual applicator came from a vistaseal kit (vst04). Customer is requesting that just dual applicator be replaced. 2. What is the lot number? Not available. 3. Are there pictures of the damaged device available? No. 4. Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking in. No. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and hemostatic agent dual applicator device was used. The dual applicator was broken upon arrival and was cracked. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: lnstituto grifols, s.a. (Ig) upon receipt of the reported incident, additional information was requested to support the investigation, including the batch number, details regarding the dual applicator, as well as the availability of pictures and/or the device involved. To date, the following additional information has been received: ¿ the damaged dual applicator was part of the vistaseal kit. ¿ the batch number, pictures, and damaged device are not available. Since essential information has not been provided. Including the batch number and any pictures or the device, ig has been unable to conduct a proper investigation. Consequently, the complaint will be closed. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.